Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient reports the lenses caused irritation and previously had an eye infection in the left eye (os). The patient has not returned for a follow-up visit. In the absence of medical information, this event is being reported in abundance of caution based on the alleged eye infection.